Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the catheter was allegedly fractured and the patient allegedly developed infection. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that sometime post a port placement, the port got infected, the patient allegedly developed with sepsis and died in the hospital.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, medical records were received. According to the medical records, this port was placed in the right chest without complications. The device was secured into the port pocket, with the catheter placed through a jugular venous puncture site with its tip in the svc right atrial junction. Catheter was connected to the port and aspirated and flushed well. The port pocket was closed. The port was packed with heparin solution. The investigation is inconclusive for the reported pain, sepsis/infection, and death as evidence of these was not found in the medical record review. Based upon the available information, the definitive root cause is unknown and the relationship of the device to the reported events cannot be confirmed. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (health, method, component). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the port got infected, the patient allegedly developed with sepsis and died in the hospital.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. H10: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.